Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's communicator displayed a red blinking light which confirms a red alert condition had been detected; however, the data was unable to transfer to the remote monitoring system within twenty-four hours. Additional details were received stating this right ventricular (rv) lead was exhibiting noise which had been oversensed. An x-ray was performed which revealed insulation damage to the lead. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.